Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Impella rp insertion aborted due to patient anatomy. Coronary artery bypass graft procedure performed without impella support. There was no reported harm or injury to the patient.

Manufacturer narrative:
H4; serial number, expiration date, UDI, h4; manufacturing date unavailable. The impella device was not received from the customer, therefore, investigation of the device was not possible. The root cause of the delivery issue was determined to be patient condition per the clinical details. This report is being filed as part of a retrospective review of historical records.